Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found.the analyst noted that the lead was received with the stylet still inserted in lead. Stylet could be removed form lead and it visible kinked.in various locations. Stylet insertion test was performed using a stylet sample, the stylet passed through the coil lumen of the lead without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, after the lead was placed it was not possible to remove the stylet from the leads lumen. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.